Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photos and one device. A visual inspection of the returned photos note that the first photo depicts the display box product label. The second photo depicts the front of the display box. The third photo depicts the tyvek lid of the blister packaging. The fourth photo depicts the instrument inside the open blister. A visual inspection of the returned product noted: the instrument was partially applied with seven remaining clips. A partially formed clip was received in a small container. Functionally; the instrument was applied to appropriate test media. The instrument cycled without binding. The pusher advanced properly and retracted fully during the handle squeeze. Clips formed properly and remained securely fastened after the jaws were released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially formed clip may occur when the handle is not squeezed completely as far as it will go and released. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was opened but would not fire. The device had issues experienced with loading. A new device was opened to complete the case. There was no patient injury.